Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 102) was confirmed. Upon evaluation, both leads of the high-voltage capacitor c20 were broken from their solder connection and resistor r45 was open. The cause for the code 102 is the open r45. The cause for the open resistor is broken solder connections at c20. The cause of the fractured solder connection cannot be positively determined but is likely severe mechanical shock from physical impact. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. A mechanical design change (see PMA supplement s039) to reduce the pca strain was approved by FDA on 12/20/2012. Implementation is planned for 2/4/2013, based on the availability of parts and materials. Results will be monitored. No adverse event resulted from the damaged solder connections. The patient received a replacement monitor.

Event description:
A (B)(6) year old male patient contacted zoll customer support to report a service code 102 - charge profile fault. The patient was issued a replacement monitor.